Manufacturer narrative:
No unexpected no delivery alarm during testing. The device was received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer indicated via phone call of a no delivery alarm on the pump. Customer indicated that the pump alarmed while changing the infusion set and there was a no delivery during the bolus. Customer's blood glucose level was 162 mg/dl at time of incident. Troubleshooting found that the pump alarmed after the prime. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.